Manufacturer narrative:
D10: ((B)(6)) 201-78-11 - holding pin small headed short 4 pack. ((B)(6)) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. ((B)(6)) 02-010-01-0330 - logic femoral ps cem right sz 3. ((B)(6)) 200-02-32 - three peg patella 32mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 125 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Patient is currently suffering from the following complications, injuries and/or indications, some or all of which made revisions medically necessary; pain, discomfort, and difficulty walking as a result of the defective nature of the exactech knee replacement system. Plaintiff has suffered and may continue to suffer severe and permanent personal injuries including polyethylene wear and device failure, disbursement of polyethylene liner into bone and other bodily structures, painful knee revision surgeries to remove or revise the defective device, continued rehabilitation, medical care and possibly additional surgeries. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.